Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011678, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011678 was manufactured according to the work instruction (wi) version 100 and manufactured in the line multivac 14 on 20/feb/2025, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 5a02602 was manufactured according to the wi version 66 manufactured in the machine sc05 & sc06, on 20/feb/2025, with a total of (B)(4) units. The lot 4h05765 was manufactured according to the wi version 66 manufactured in the machine sc06, on 20/feb/2025, with a total of (B)(4) units. Review of device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025 the blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.